Event description:
It was reported that the patient received minimal pain relief. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted ipg was not returned due to facility protocol.